Event description:
Customer stated that the insulin pump has cracks in the battery housing. Customer had a car accident due to insulin reaction. Customer does not think it was the insulin pump. The blood glucose reading at the time of the event was 60 mg/dl. The current blood glucose reading is 74 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.